Event description:
It was reported that the patient experienced a shocking sensation 2 to 8 times per day which started about 6 months ago. There was no incident or accident associated with the shocking issue. The patient visited with their physician for reprogramming and a stimulation check. An x-ray was ordered (results not reported). After reprogramming the neurostimulator, the patient was return to the physician in 2 to 4 weeks to see if the reprogramming resolved the shocking issues. Additional information was requested and a follow-up report will be sent if information is obtained.

Manufacturer narrative:
Lead model unknown, lot# unk implanted: unk.